Event description:
A malfunction alarm was reported due to a software error detected in the customer's pump. The customer's blood glucose level exceeded normal thresholds, indicated as "high," but no specific value was known, and measures were taken to correct it. The customer managed the high blood glucose by administering a correction injection via mdi and independently reset the pump, which resolved the issue without further complications. There was no need for third-party assistance, and the pump did not experience a recurrence of the malfunction code after being reset. The customer was advised to continue using the pump and to contact support if the issue recurred.